Event description:
Product analysis on the generator was completed and approved. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that high impedance was detected on the patient's device. The patient was complaining of pain, a shocking sensation in the neck, and coughing and the family noted that they had went to the ER with that. The patient's device was disabled as a result at surgery to correct high impedance, high impedance was seen pre-operatively. The surgeon inspected the lead and did not see any corrosion or fluid in the lead. When the generator was replaced, the high impedance resolved (2006 ohms). However, due to the adverse events, the surgeon decided he still wanted to go in the neck and inspect the electrodes and lead. When he found the electrodes, he found that 1 electrode was cut, but he wasn't sure if he had cut the electrode himself. The lead was replaced. The lead and generator have not been received for analysis to date. No further relevant information has been received to date.

Event description:
The explanted lead was received for analysis. Analysis is underway but has not been completed to date.

Event description:
Product analysis on the lead was completed and approved. Abraded openings were noted in the outer and the inner silicone tubing of the returned lead portions resulting in portion of the lead coils being exposed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified on the returned lead portions. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified tube openings and the cut ends of the returned lead portions